Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation since the patient was unwilling to provide any further details during a follow up call. The patient reported that the alleged inaccuracy issue occurred from "(B)(6).¿ on an unknown date/time within this date range, the patient stated that they obtained a blood glucose result of ¿240mg/dl¿ with the subject meter and ¿178mg/dl¿ on an accucheck meter less than 30 minutes apart. The patient manages their diabetes with insulin (self-adjuster) and in response to the alleged inaccuracy took an additional ¿5 units¿ of lantus insulin. An unknown period of time after taking this insulin the patient alleged experiencing symptoms of ¿seizures, confusion and excessive sweating.¿ despite contacting the patient to obtain information regarding what treatment was required as a result of these symptoms, this information is not known as the patient was unwilling to answer follow up questions provided by medical surveillance. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.